Event description:
It was reported to philips that image disk space was full and fluoroscopy was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The philips remote service engineer (rse) inspected the system remotely and confirmed fluoroscopy was not possible due to the image disk was full. Upon troubleshooting, rse reviewed that log file which showed an error: ¿free disk space is low. Delete studies.¿ and rse found that the system had lack of space for several days. The system configuration was changed as not to be deleted automatically. To resolve the issue, user was instructed to always delete studies to avoid lack of space and to lock the equipment and studies were deleted and released more than 70% of space. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to delete studies to avoid lack of space. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.